Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. Results provided: initial around 100 ng/l, architect = 107.1 ng/l, troponin-t = 7.36 pg/ml (troponin-t cutoff is 14 pg/ml.) No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21.

Manufacturer narrative:
Ticket searches and performance testing could not be performed as the likely cause lot number is unknown. There are no trends for the product related to patient results. No customer returns were available for evaluation. A review of overall customer field data was performed to assess the performance of the alinity I stat high sensitive troponin-I assay and is within the established baselines confirming no systemic issues in the field. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified.